Manufacturer narrative:
Test p-cap locks properly into the reservoir compartment, however a partially broken retainer ring was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, scratched case, pillowing keypad overlay, cracked case-corner of belt clip rails, partially broken retainer, stained keypad overlay, and cracked keypad overlay cosmetic damage was confirmed at at the retainer ring, however no damage was confirm on the reservoir compartment per visual. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on reservoir tube side, and retainer ring damage. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed. Reservoir was able to lock into place when inserted. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1715k was requested, and customer response was the device will be returned.